Manufacturer narrative:
(B)(4). The patient was an adult. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a one-link needle free y-type microbore catheter set had issues with the slide clamp where it cut the tubing. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.